Manufacturer narrative:
(D10) concomitant device(s): 320-06-42: glenosphere 42mm. 300-30-08: equinoxe preserve stem 8mm. 320-42-00: equinoxe reverse 42mm humeral liner +0. 320-10-00: equinoxe reverse tray adapter plate tray +0.

Event description:
As reported by the equinoxe shoulder study, approximately one year post implantation of left tsa, the patient presented with aseptic glenoid loosening with shoulder pain and infection. Approximately 3 months after, the patient received a steroid injection and aspiration, then a standard reverse with preserve stem revision 3 months following. This event is still considered continuing, and the clinical report indicates that the event is possibly related to the device(s) or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
Approximately 1 year(s) and 5 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with shoulder pain and infection. Approximately 3 months following the onset of symptoms, the patient received a steroid injection and aspiration. The patient has now undergone standard reverse with preserve stem revision with the reported removal of the preserve stem (rtsa), humeral tray, humeral liner, glenosphere, and the glenoid base plate. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
After further review of additional information received the following sections b2, b5, d1, d2a, d2b, d10, g1, g3, g4, g6, h1, h2, and h6 have been updated accordingly. (D10) reported concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-42-00 - 145-deg pe 42mm hum liner (B)(6).